Event description:
It was reported that during a procedure involving the pipeline embolization device, intended for a ruptured aneurysm located in the middle cerebral artery, the device failed to open. The vessel exhibited severe tortuosity, and the distal section of the pipeline did not open despite several attempts by the physician. Prior to using the pipeline, another device, the derivo, was also attempted but similarly failed to open distally. The physician suggested that the severe tortuosity of the vessel could be a contributing factor. The device was not implanted, and the patient was not treated. The pipeline was resheathed and removed with the microcatheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. No patient complications have been reported as a result of this event. Ancillary device includes: headway 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with another pipeline.